Manufacturer narrative:
(B)(4). Physio-control performed a clinical review of the reported patient event and concluded that the device usage may have contributed to the patient outcome. The following was concluded: delay greater than 30 seconds: a review of the code-stat data provides evidence that the patient was in a shockable rhythm during pauses in CPR at 1:48:38, 1:50:57 and 1:55:43 however defibrillation was not provided until 1:53:32 and 1:58:09 respectively. This resulted in 2 delays to defibrillation of greater than 30 seconds. Use error: a review of the code-stat data indicates that shockable rhythms were not identified at 1:48:38, 1:50:57 and 1:55:43. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a discrepancy between what medics observed during a patient event and what was recorded in the patient records from the event. During the reported patient event, no device issue was observed. However during a post event review of downloaded patient records from their device, it was observed that ventricular fibrillation (vf) went unshocked by their medics for a prolonged interval. Upon subsequent review of the patient records with the medics involved, the medics adamantly state that what was displayed on the screen of their device looked ¿less like vf¿ than the ECG in the patient record. There was approximately a five minute delay from the onset of vf until the medics shocked the patient. The patient, a (B)(6) year old female did not survive.

Manufacturer narrative:
The device was returned for evaluation therefore, section d10 has been updated accordingly with the new information. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. As reported in the initial medwatch report (0003015876-2018-01900), physio determined that the cause of the reported issue was due to use error.

Event description:
The customer contacted physio-control to report a discrepancy between what medics observed during a patient event and what was recorded in the patient records from the event. During the reported patient event, no device issue was observed. However during a post event review of downloaded patient records from their device, it was observed that ventricular fibrillation (vf) went unshocked by their medics for a prolonged interval. Upon subsequent review of the patient records with the medics involved, the medics adamantly state that what was displayed on the screen of their device looked ¿less like vf¿ than the ECG in the patient record. There was approximately a five minute delay from the onset of vf until the medics shocked the patient. The patient, a 62 year old female did not survive.